Manufacturer narrative:
Engineering evaluation of the returned driver indicates that following review it has been determined that the driver experienced a ductile shear overload, leading to failure of the driver tip. This overload could be attributed to the diameter and/or length of the screw chosen for the anatomy, and could additionally be dependent on patient bone quality and screw trajectory within the anatomy. Changes were previously implemented to the bone screw to reduce the insertion torque associated with the "wash out" of the thread form. Review of manufacturing history records found (B)(4). A two-year complaint history review found three previous reports of tip breakage for this lot. Root cause is attributed to overload. Although there have not been any reports of tip failure for screws manufactured subsequent to the design improvement on reform polyaxial screws, due to a continued trend of tip breakage a CAPA was initiated for further investigation.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the reform polyaxial driver (39-sp-0700) broke while implanting a 8.5mm x 80mm reform pedicle screw into s2. The tip of the driver was removed with a munyon and a frazier suction tip. This resulted in a ten minute delay to the procedure. No patient injury was reported.